Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 23341490.

Event description:
It was reported that the patient was experiencing pocket pain. The patient underwent a revision procedure wherein the ipg was replaced and the anchor was moved to a more comfortable position. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.